Manufacturer narrative:
(B)(4). Color: blue. Battery life remaining: <5 months. Customer reports: inpen is not dispensing any insulin, button is not clicking when delivering insulin it just slides down. Per visual inspection: broken cap clip. Debris under dose window. The inpen paired to the commercial app with small pairing dose. The screw is not bent. The leadscrew advances properly when dosing however, it retracts slightly when dialing doses. Unable to perform functional test due to leadscrew anomaly. In conclusion: the alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. The customer complaint of leadscrew anomaly was confirmed. Pending further analysis that will be perform in san diego location.

Event description:
Information received by medtronic indicated that the insulin pen had a delivery anomaly. Insulin pen was not dispensing insulin and button was not clicking when delivering insulin. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.

Manufacturer narrative:
Customer reports: inpen is not dispensing any insulin, button is not clicking when delivering insulin it just slides down. Per visual inspection: broken cap clip. Debris under dose window.the inpen paired to the commercial app with small pairing dose. The screw is not bent. The leadscrew advances properly when dosing however, it retracts slightly when dialing doses. Unable to perform functional test due to leadscrew anomaly.in conclusion: the alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. Per san diego investigation: the original complaint of the pen not clicking is not an actual issue, pens have varying degrees of audible feedback. However, destructive analysis in san diego confirmed clutch skipping due to wear from debris getting lodged between the e-housing and the clutch. The customer complaint of leadscrew anomaly was confirmed due to dust/debris. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.